Manufacturer narrative:
The insulin pump had intermittent button response due to flattened act and down button dome switches. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
Customer reported a button error on her insulin pump. The act button is unresponsive and the arrows respond sporadically. Replacing the battery did not resolve the issue. Customer's blood glucose is 185 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer called the next day, saying the arrow buttons started working again. She was advised to replace the device anyway due to recurring keypad issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).